Event description:
Info was received in 2004 from a physician regarding a pt, with a history of gonarthrosis. The pt received three synvisc injections in 2003. Following the second and third injections in 2003, the pt experienced an allergic reaction, manifested by cutaneous reaction with redness (erythema) and pruritus, the pt was known for frequent allergy. The allergic reaction resolved with claritin and reappeared upon discontinuation of claritin, event two months after synvisc injections. At the time of this report, the adverse event was ongoing. The physician assessed the events as mild and possibly related to synvisc. Additional info was received in feb 2004 from the physician. The first injection was given in 2003 and the third injection in 2003. At the time of the report, the pt has not yet recovered. Additional info was received in may 2004 from the physician. The third injection of synvisc was administered in 2003. Three days later the pt developed quincke (angioedema) edema. The pt was treated with an adrenalin injection, atarax 100mg (route unknown) and claritin 1 per day for 24 hours then claritin 1 per day for 2 months, then progressive decrease in dosage. At the time of this report the pt was prescribed claritin one per day for 10 days to the erythemateous puriginous eruption which is recurring. The pt has a history of multiple drug allergies: sintrom (acenocumarol), vitamin e, oflocet (ofloxacin), codeine, zinnat (cefuroxim), aspirine (aspirin), otofa (rifamycin). The pt was also treated with augmentin unknown dates and for an unknown indication. At the time of this report the pt was not yet recovered.